Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented with persistent corneal edema associated with blurry vision, including hyperemia (conjunctival injection) postoperatively. The report noted the patient''s operative eye was "slow to heal" and still very red and photophobic at nine (9) months postoperatively. Additional information is being requested.

Manufacturer narrative:
Additional information: date of event estimated based on report details. Date of implant estimated based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of risk management file and the device labeling were completed. Edema, hyperemia and decreased/impaired vision are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the stent positioning and the persistent postoperative inflammation described as "low grade". The report noted the patient had a dense cataract requiring significant phaco power and higher cumulative dissipated energy (cde), causing corneal edema which made implantation difficult. Reportedly, the surgeon is treating the operative eye described as "red with more flare than cell" with steroids. Per report, the surgeon did not observe chafing or inflammation directly around the stent. Further treatment options were also discussed.